Manufacturer narrative:
Findings: pump received with blank display. Disassembled and reassembled the electronic assembly and fault went away. Fault isolated to the electronic assembly. Unable to perform the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify operating current due to blank display. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. Customer was advised to insert new aaa alkaline battery and display did not return. Customer was advised to remove battery for 10 minutes and clean the battery cap contact. Customer was advised to insert new battery and stated display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with an insulin pen.